Event description:
The pt had a mastectomy with immediate placement of tissue expanders and acellular dermal matrix. The pt subsequently developed an infection that grew clostridium cadaveris. There was concern that the source could have been the acellular dermal matrix which is from a human source.